Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. This report is being submitted to correct g2 report source in section g all manufacturers to include foreign. Additionally, to encompass product investigation results. This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the ingenio device confirmed that the event of message - error code 1003 is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the ingenio device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with bradycardia. Upon review, it was found that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The battery was noted to be depleted. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker is not expected to be returned as the patient declined analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with bradycardia. Upon review, it was found that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The battery was noted to be depleted. This device was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker is not expected to be returned as the patient declined analysis.